Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a nanocross elite pta balloon with a non-medtronic 6f sheath and spider fx embolic protection device during treatment of a 150mm cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Severe vessel tortuosity and calcification are reported. No damage noted to the product packaging prior to use. No issues noted when removing the device from the product packaging. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. Atherectomy was performed prior to use of the nanocross elite device (used for post-dilation). An everflex entrust was placed in the mid right sfa. The stent showed recoil so post-dilation performed with the nanocross elite. It is reported during delivery through the vessel a break occurred on the balloon and it could not be removed. A gooseneck snare was used to retrieve the detached portion. No adverse event reported for the patient.

Manufacturer narrative:
Additional information: the stent showed recoil due to calcium. No issues were reported for the everflex entrust. A pinhole in the balloon was reported. No vessel damage was noted. No additional treatment was given. A pinhole in the balloon was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was completely deflated prior to removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three photographs of five cine images were received for evaluation. The images were cropped and enlarged for analysis purposes. The first image, is of a guidewire through the targeted vessel anatomy, per the reported event description the patient¿s mid right superficial femoral artery. The second image, is of a stent deployed in the targeted vessel anatomy, per the reported event description it is an everflex stent deployed with an entrust stent delivery system. The proximal, (towards the heart), end of the stent shows incomplete radial expansion of the stent, (per event description recoil of the stent). The entrust instruction for use does provide instructions on post-dilatation of the stent to correct incomplete expansion of the stent. Due to the quality and clarity of the image it is not possible to determine if the stent exhibits elongation of the stent cell rows in the area of incomplete radial expa nsion of the stent. The reported event description does not indicate if there were difficulties in deploying the stent. The third image, is of a pta balloon inflated in the targeted vessel anatomy. Only the proximal balloon radiopaque marker band is visible in the image. The pta balloon does not exhibit and deformation of the balloon segment in the image. The fourth image, is of an inflated pta balloon. The balloon exhibits balloon twisting, (candy wrapping), near the distal end of the balloon. Due to the quality and clarity of the image it is not possible to identify what part of the stent the balloon twisting is located. The fifth image, is of a guidewire and support catheter proximal of the targeted vessel anatomy. Neither the directional atherectomy device, entrust stent delivery system, nor nanocross elite pta balloon are visible in the image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the nanocross elite pta balloon dilatation catheter was returned to medtronic investigation lab for evaluation, but not all components of the nanocross elite dilatation catheter were returned for analysis. . No ancillary devices were received for evaluation. An inventory of the two returned segments of the nanocross elite catheter revealed that not all components were returned. Missing were one radiopaque marker band, distal balloon bond, balloon chamber material, and distal tip. The returned inner guide wire lumen contained one of the catheter¿s radiopaque marker band. The inner guide wire lumen exhibits accordion folding from being under tensile forces. The inner guide wire lumen also exhibits tensile stretching and necking down. The returned proximal segment includes the proximal balloon bond, which exhibits a circumferential / radial tear at the edge of balloon chamber¿s proximal cone. The inner guide wire lumen exhibits tensile stretching and necking down. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.